Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that power reboots were recorded on the date of the reported power issue. Visual inspection revealed that the battery compartment was cracked from the threads to the case seal. The threads on the battery cap were found to be stripped. The battery cap was not able to maintain an electrical connection with the pump. Power reboots were duplicated using the returned battery cap. The battery cap contact height and width measurements were found to be within the required specifications. The pump was opened and no damage was found to the power circuit. A test battery cap was used to complete testing. The pump powered on in accordance with normal operation using the test battery cap. The pump was exercised for 24 hours with no further power issues using the test battery cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump was rebooting and the pump case was cracked near the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.